Event description:
Additional information received reported that the patient¿s interstim system was removed on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# va0t9ey, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0t9ey, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. The initial MDR was filed as MFR report # 3007566237-2015-01025. Additional review indicated the correct manufacturing site was site 3004209178.

Event description:
It was reported that the manufacturer representative received a call from a health care provider (hcp) regarding a patient that had an interstim device and another device. The manufacturer representative didn¿t know anything about the other device, but suspected it was for pain and it was implanted in the mid-section. The manufacturer representative was not sure if the other neuromodulation device the patient had was made by the manufacturer. The hcp told the manufacturer representative that they suspected issues with interference between the 2 devices and wanted to know if there were any programming recommendations to prevent interference. The physician¿s assistant (pa) was managing the issue and the manufacturer representative was going there next week to troubleshoot. No patient information, outcome, or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).